Event description:
It was reported through stryker facebook page: "full recovery takes a year. I still have a little swelling and have some stiffness, but I really don¿t have any limitations on my activities. I¿m 72 btw."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.